Event description:
(B)(4). Had essure surgically placed in 2003. New heavy bleeding, cramping, headaches and bloating after device placement. Talked into ablation and had such writhing pain after that I had to stay overnight in hospital and this did not relieve the menstrual issues. Then had lump in belly and had endometrioma that had to be surgically removed. Still have cramping, bleeding, pain, migraines, bloating. Prior to this procedure, my periods were very light.